Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the fiber optic module to resolve this issue. A full calibration and functional check was performed per the factory calibration procedures, and the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during the software field corrective action on the cs300 intra-aortic balloon pump (iabp), it was observed that the fiber optic module had an outdated software. There was no patient involvement and no adverse event was reported.